Event description:
Additional information received after follow up that there was no visible defects were found prior or after intubation. Patient sats were dripping after intubation and attempts at ventilation (squeezing bag). They extubated patient and ventilated witha mask without incident and sats returned to normal. Air was used to inflate the cuff, the tube was deflated prior to extubation and was deflated. There was no holes were found in the cuff and it seemed to hold air. Air was used to inflate the cuff between 30-60 ccs estimated. All symptoms resolved on their own once the bag ventilation occurred and then once again when the second emg tube was used. Oxygen levels were dropping. Extubation and bag ventilation with mask restored sats quickly.

Manufacturer narrative:
Product analysis of the device found that visually, the packaging carton was damaged when returned. The harness was wrapped in a tape paper. There was a biological contamination noted on the cuff and the tube. Functionally, a syringe was used to inject 20cc of air into the cuff. The cuff inflated/ deflated with no issues. However, upon the cuff inflation, one side of the cuff was stretched or expanded more than the other side of the cuff. The cuff was deformed and bulging outward, which could result in ventilation issues. For further analysis, continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were red 3.5 ohms, red (with clear tube) 3.5 ohms, blue 3.4 ohms and blue (with clear tube) 3.3 ohms which showed that all electrodes were within specification. H6: initially submitted code fdr c21, fdm b21, fdc d16 are no longer valid now. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient race to white medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of device is in progress, analysis results of the device will be submitted in supplemental report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that prior to a thyroidectomy, the patient was intubated with a size 6 emg endotracheal tube. Once tube was placed, they could not ventilate the patient. Cuff was checked but still no respiration. The patient was extubated, tube was inspected, and no defects were noticed, they re-intubated with the same tube and the same problem (crna could not get respiration). They extubated the patient and used bag ventilation to restore sats, then they opened a new size 6 emg tube (same lot number) and intubated without incident. There wasa delay of 10 minutes, no patient injury. The doctor and crna assumed that there might be a hole somewhere in the tube.